Event description:
It was reported patient underwent a total hip arthroplasty in 1993. Subsequently, patient was revised on (B)(6) 2014 due to poly wear. The modular head and acetabular cup were removed and replaced.

Manufacturer narrative:
This follow-up report is being filed to relay the revision procedure, which was unknown at the time of the initial medwatch.

Event description:
It was reported patient underwent a hip arthroplasty on an unknown date. Subsequently, radiographs indicate wear of the liner. There has been no reported revision procedure.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.(B)(4).